Manufacturer narrative:
Mentor received additional information that the suspect medical device for this event is not a mentor product. As a result, no investigation will take place. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 6/28/2019, indicated that the deflation was on the right side. As a result patient underwent bilateral removal and replacement with mentor silicone, 600ml moderate plus implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast augmentation with unknown saline breast implants which unknown side deflated after implantation. Patient called into doctors office and reported a breast deflation (unknown side). Patient will be seen in office on (B)(6) 2019 to confirm deflation. As a result patient scheduled for removal on (B)(6) 2019.